Event description:
It was reported that while transporting a patient from the operative room (or) to intensive care unit (ICU) immediately after heart transplant with inotropes, vasopressors, and sedation medications infusing through pumps, two of the pump modules alarmed "communication error" and stopped infusing (the modules that were infusing propofol and norepinephrine). Norepinephrine was running at 12mcg/min prior to the event. The clinician was unable to restart and reprogram the pump modules. The ICU nursing staff was informed of the device malfunction. The equipment was not sequestered and tagged nor was clinical engineering notified. At the time of the event, the patient was already intubated and sedated, and was significantly hypotensive for approximately ten to fifteen minutes, but there was no evidence of permanent damage. The staff ran back to the operating room to obtain another set of alaris devices with 4 pump modules and returned within few minutes while another clinician attempted to bolus the patient with vasopressors (manual administration) to keep the mean arterial pressure (map) greater than 50.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that while transporting a patient from the operative room (or) to intensive care unit (ICU) immediately after heart transplant with inotropes, vasopressors, and sedation medications infusing through pumps, two of the pump modules alarmed "communication error" and stopped infusing (the modules that were infusing propofol and norepinephrine). Norepinephrine was running at 12mcg/min prior to the event. The clinician was unable to restart and reprogram the pump modules. The ICU nursing staff was informed of the device malfunction. The equipment was not sequestered and tagged nor was clinical engineering notified. At the time of the event, the patient was already intubated and sedated, and was significantly hypotensive for approximately ten to fifteen minutes, but there was no evidence of permanent damage. The staff ran back to the or's to obtain another set of alaris devices with 4 pump modules and returned within few minutes while another clinician attempted to bolus the patient with vasopressors (manual administration) to keep the mean arterial pressure (map) greater than 50.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.